Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("upper and lower abdominal pain") in a 42-year-old female patient who had essure (batch no. 959813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and medical device monitoring error "ablation with essure procedure". The patient's past medical history included stress urinary incontinence, urethral hypermobility, chronic interstitial cystitis and pelvic pain. Concurrent conditions included parakeratosis, adenomyosis, vaginitis, ovarian cystectomy since 1997 and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 3 months after insertion of essure, the patient experienced pelvic pain ("pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: multiple uti"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infections"), cystitis interstitial ("infection (other) describe: chronic interstitial cystitis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), bladder pain ("bladder pain"), device expulsion ("expulsion of essure device") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy and left salpingectomy and oophorectomy, bladder dilation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, abdominal pain lower, procedural pain and vaginal discharge was resolving and the pelvic pain, bladder pain, device expulsion, urinary tract infection, cystitis, cystitis interstitial, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, bladder pain, cystitis, cystitis interstitial, device expulsion, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiff's symptoms are mostly resolved. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical records: events per pfs: multiple uti, bladder infection, chronic interstitial cystitis, bladder problems, urinary problems, expulsion of essure device, pain, bladder pain and essure confirmation test not done, ablation with essure procedure added. Lot number, medical history and concurrent condition were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("upper and lower abdominal pain") in a 42-year-old female patient who had essure (batch no. 959813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and medical device monitoring error "ablation with essure procedure". The patient's past medical history included stress urinary incontinence, urethral hypermobility, chronic interstitial cystitis and pelvic pain. Concurrent conditions included parakeratosis, adenomyosis, vaginitis, ovarian cystectomy since 1997 and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 3 months after insertion of essure, the patient experienced pelvic pain ("pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: multiple uti"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infections"), cystitis interstitial ("infection (other) describe: chronic interstitial cystitis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), bladder pain ("bladder pain"), device expulsion ("expulsion of essure device") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy and left salpingectomy and oophorectomy, bladder dilation). Essure was removed on 18-jul-2016. At the time of the report, the abdominal pain, abdominal pain lower, procedural pain and vaginal discharge was resolving and the pelvic pain, bladder pain, device expulsion, urinary tract infection, cystitis, cystitis interstitial, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, bladder pain, cystitis, cystitis interstitial, device expulsion, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiff's symptoins are mostly resolved. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("upper and lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2016,underwent total laparoscopic hysterectomy and left salpingectomy to remove the essure). At the time of the report, the abdominal pain, abdominal pain lower, vaginal discharge and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, procedural pain and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiff's symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.